Event description:
It was reported that an asymptomatic patient presented in clinic after receive alerts for high voltage lead impedance high to out of range and non-sustained lead noise episodes. Lead issue was suspected. Further lead testing and programming changes were recommended. Due to condition of the patient physician elected no further procedures.